Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done, and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for difficulty advancing through esheath was unable to be confirmed without the complaint device or procedural imagery. Without the return of the complaint device, an engineering evaluation including visual, functional, and dimensional analysis could not be performed. Review of the DHR provided no indication that a manufacturing nonconformance was a contributing factor. Therefore, no manufacturing non-conformances were able to be identified. A detailed root cause for similar returned sheath shaft resistance with delivery system complaints has been documented and summarized in technical summary. The technical summary provides details of contributing factors for increased resistance during the insertion and advancement of the delivery system through the sheath. The following vessel characteristics and procedural factors were identified as the root causes for encountering increased resistance: tortuous vessels can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system. Mild tortuosity was noted in the patient's access vessels. Calcification can reduce the vessel diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Mild calcification was noted in the patient's access vessels. Undersized vessel (<5.5mm for 14f esheath) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. The mld of the patient was noted to be 3.4mm, which is undersized. Steep insertion angle can result in non-coaxial alignment between the delivery system and sheath, which may lead to resistance during advancement. No insertion angle information was provided. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with an esheath resistance with delivery system. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. As such, available information suggests that patient factors (calcification, tortuosity, undersized vessels) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards (B)(6) affiliate, during a subclavian tavr procedure with a 23mm sapien 3 valve, upon insertion of the commander delivery system into the esheath, resistance was encountered and post deployment the patient had a left main tank (lmt) stenosis. Pci was performed and a stent was placed in lmt. An angiogram for right subclavian artery revealed access site dissection and stenosis. A vascular prosthesis was placed to repair the vessels, and the procedure was completed.